Event description:
It was reported that a user on ilet experienced persistent hyperglycemia for one week with a reported value of 213 mg/dl after pausing the pump due to concern about rapid glucose decline, then removed the pump, consumed carbohydrates, and administered a subcutaneous insulin pen injection. The agent advised that the pump responds to continuous glucose monitor (cgm) input, suspected a dexcom g7 cgm issue, recommended sensor replacement, and instructed confirmation with a fingerstick and a 90-minute pump pause after the injection. Symptoms included hyperglycemia and hot flashes/flushes. Outcomes included an unexpected medical intervention requiring medication without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions.

Manufacturer narrative:
Initial.